Event description:
Customer reported that the insulin pump alarmed for a loose drive support cap. The blood glucose reading was not known. He stated that he was unable to complete the prime sequence. He stated that the insulin pump had not been dropped or bumped and that the drive support cap appeared to be normal. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.